Event description:
The reporter called to inform that the insulin pump malfunctioned and his blood sugar went low. The device prompted to change the battery, the reporter changed the battery but it did not start. He changed 5 different batteries but it did not help. He disconnected it and reset the device completely. It started after that however he needed to reprogram the device to the previous settings for him to use it again. He tried calling the customer support of the manufacture to make sure he was reprogramming it right but he was not able to get to talk to the actual person and was on hold for 4 hours.